Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered from an unknown location after ending pd treatment. The pdrn reported receiving multiple make sure the heater bag is on the heater tray messages during fill 1 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, pdrn confirmed the reported event. The pdrn stated that the fluid leak occurred on (B)(6) 2021. There were multiple make sure the heater bag is on the heater tray messages during fill 1 of 4 of treatment and treatment was cancelled. Upon inspecting the floor around the cycler, the pdrn noticed that there was fluid leaking from the tubing. The pdrn stated that fluid was leaking from the tubing but confirmed that the fluid only got on the floor. The pdrn stated that fluid did not come in contact with the cycler. Additionally, the pdrn stated that only the cassette was leaking and confirmed that the solution bag was not leaking and did not have any issues. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to use a different clinic cycler and complete peritoneal dialysis on the day of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered from an unknown location after ending pd treatment. The pdrn reported receiving multiple make sure the heater bag is on the heater tray messages during fill 1 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. It was reported that an alternate treatment option was available. Upon follow up, pdrn confirmed the reported event. The pdrn stated that the fluid leak occurred on (B)(6) 2021. There were multiple make sure the heater bag is on the heater tray messages during fill 1 of 4 of treatment and treatment was cancelled. Upon inspecting the floor around the cycler, the pdrn noticed that there was fluid leaking from the tubing. The pdrn stated that fluid was leaking from the tubing but confirmed that the fluid only got on the floor. The pdrn stated that fluid did not come in contact with the cycler. Additionally, the pdrn stated that only the cassette was leaking and confirmed that the solution bag was not leaking and did not have any issues. The cause of the leak was unknown, and the patient stated that no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to use a different clinic cycler and complete peritoneal dialysis on the day of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.